Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that an initial impedance check run at the post operation appointment showed that electrode 11 was unusable. It was high impedance. The rep programmed around impedance. The impedance was not resolved. No external or environmental factors were reported that may have contributed to this issue. The patient is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The stimulation was working well for the patient at this time.